Event description:
It was reported that the insulin pump alarmed during prime process. The blood glucose reading was 348 mg/dl. Insulin squirted out during the manual prime process. Customer stated that he was waking up with lows. The drive support cap is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test during the basic occlusion test due to a faulty force sensor resistor. Drive support disk was inspected and no anomaly was noted. A scratched on display window, cracked battery tube threads and cracked reservoir tube lip noted.